Manufacturer narrative:
Event: the reporter indicated that a 13.7mm tmicl 13.7 -10.00/2.0/089 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye(od) on (B)(6) 2019. Shallow anterior chamber and excessive vault was observed. Patient had elevated iop and pain. The lens was repositioned but the problem was not resolved. The lens was removed and exchanged for a shorter length lens on (B)(6) 2019 and the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.7mm, tmicl13.7, -10.00/2.0/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Shallow anterior chamber and low vault was observed. Patient had elevated iop and pain. The lens was repositioned but the problem was not resolved. The lens was removed and exchanged for a shorter length lens on (B)(6) 2019 and the problem was resolved. Cause of event is reported as "calculator and rep recommended length of lens due to age (13.7mm). 13.2mm implanted after explant" of lens.